Manufacturer narrative:
The reported sticking trigger was duplicated by a manufacturer repair technician through functional evaluation. Signs of third party work on the trigger were noted during failure analysis, including the installation of a non-stryker trigger. Unauthorized modification of these components is a probable cause of the reported sticking trigger. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.

Event description:
It was reported that during a surgical procedure at the user facility the trigger button of the device was sticking. The procedure was completed using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported. No run-on or unintended motion was alleged with this event.

Event description:
It was reported that during a surgical procedure at the user facility the trigger button of the device was sticking. The procedure was completed using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported. No run-on or unintended motion was alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.